Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The lead was visually observed on the line to the transducer and the machine alarmed. Transducer line was kinked, pressure forced line to split causing blood loss. Estimated blood loss was 100cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.